Event description:
It was reported that a surgical procedure was performed as this right ventricular (rv) lead had dislodged from its original implant position. Upon removing the lead, it was noticed the suture sleeve was divided into two parts. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. Product return availability for analysis is still being discussed. Boston scientific has been informed that the patient did not sign the consent form to allow return of the device for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that a surgical procedure was performed as this right ventricular (rv) lead had dislodged from its original implant position. Upon removing the lead, it was noticed the suture sleeve was divided into two parts. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. Product return availability for analysis is still being discussed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.